Event description:
A report was received that during suction procedures, the catheter of the closed suction system came loose at the suction channel. No patient injury or adverse events were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.